Event description:
Health professional reported "locking mechanism of the lap-band unbuckled".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The lab found the device functional, with only surgical damage. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation. The lap-band ap system is not a lifetime product and it may break of fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."